Event description:
On the first incident the needle pulled out in vial.the actual sample was saved. Second incident the needle pulled out in the patient's arm. Clinician removed it with fingers. No injury to patient.